Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a hernia coincident with pd therapy with the homechoice (hc) device. Four days prior to the receipt of this report, the pt underwent hernia repair. The cause of the hernia was unknown, further described by pt as ¿there is a leak (unspecified) into the peritoneum which is worsened with pd therapy¿. At the time of this report the pt is temporarily on hemodialysis (hd) therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the cause of the hernia was due to fatigue along the abdominal wall caused by peritoneal dialysis therapy. The patient recovered from the hernia. Hemodialysis was discontinued and peritoneal dialysis therapy was reintroduced using a new prescription. No additional information is available at this time. As the device was not returned, a complete device analysis cannot be performed. A device history review was performed and revealed no failures or malfunctions that could have cause or contributed to the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date after (B)(6) 2013, the patient experienced a hernia. A service history review was performed which revealed this device had no previous service history. A device history record review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.